Event description:
It is reported that when the package was opened the shape of the tip of the steinmann pin was different. Item (B) (4) contained style 6 diamond tips and should contain style 5 trocar tips.

Manufacturer narrative:
This report will be amended when our investigation is completed.